Event description:
It was reported that this right atrial (ra) lead exhibited chronically high out of range pacing impedance measurements above 3000 ohms. Technical services (ts) was consulted, and noted appropriate sensing with no noise. The patient is in chronic atrial fibrillation (af). The physician completed a generator replacement procedure due to normal battery depletion and opted to keep this right atrial (ra) lead in service. The lead continued to exhibit high out of range impedances with the new generator. No adverse patient effects were reported.